Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The device left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 463 mg/dl at the time of incident and current blood glucose level was 241 mg/dl and customer was feeling ok. Confirmed that customer was not on auto mode at the time of incident. Customer had trouble with the insulin pump, states the insulin pump did not delivering enough insulin to the customer. Customer also experienced that the insulin pump was telling low reservoir so they changed it and after 4 hours it alarmed again low reservoir but it was not. Offered troubleshooting to customer for high blood glucose level but, customer denied. The device will be returned for analysis.